Event description:
Report number one of two received of an unrequested bolus delivery. The customer states that the pt called the nurse and stated "pt thought pt heard a beep three times and that the pump had given medication without pt asking for it." The pt was receiving demerol 300mg/30ml, but the medication orders were unknown to the reporter. The nurse stated the pump had read 20mg has been given and then 50mg given when she was called into the room. The pt did not require intervention. The pump was removed from the pt. Biomedical engineering was reported to have tested the pump and deemed the pump to be "ok". The pump was then put back into service. There was no report of any adverse pt effect. Add'l pt info was requested, but no further info was available.